Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up CT showed a potential stenosis at the level of the renal artery due to the inadvertent placement of the aortic body stent graft higher than intended partially covering the left renal artery. A re-intervention was performed to place a balloon expandable stent in the left renal artery to maintain luminal patency. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.